Event description:
This is the step by step of dr's biosure incident: pl graft of 5mm passed into tibial and femoral tunnel of size 5mm. Femoral fixation with eb cl. Pl graft fixed with 6x20mm biosure ha screw (pn 72201768, lot 50348616). A cortical post was used as additional fixation. As he was tying the graft limbs over, 1 limb came loose. Noticed that graft was lacerated and thus, biosure screw was removed. Biosure was inspected and found to have cracked head. Pl graft removed and the lacerated limb was again whipstitch. It was passed through the tunnels. Femoral fixation with eb cl. Both limbs of pl graft tied over cortical post as primary fixation. Am graft of 6.5mm passed into tibial and femoral tunnel of size 6.5mm. Femoral fixation with eb cl. Am graft fixed with 8x25mm biosure ha screw (pn 72201776, lot 50379561). As he was screwing the graft, 1 limb gave way. Thus, biosure screw was removed. Biosure was inspected and found to be intact. Am graft removed and the lacerated limb was again whipstitch. It was passed through the tunnels. Femoral fixation with eb cl. Both limbs of am graft tied over cortical post as primary fixation.

Manufacturer narrative:
Evaluation of the screw shows a crack on its the distal end. The ID shows damage where the driver interfaces. The damage is limited to screw material being displaced to the distal tip. The (3) drivers that were returned and used in conjunction with this screw have fluted tips and it appears from the screws condition that the drivers were used in this condition which resulted in the damage to the screws. (B)(4).